Event description:
The biomedical engineer reported the ventilator shut down while in use on a patient. There was no patient harm reported. The biomedical engineer reported upon his evaluation he noted a mains power supply fuse was open. An open mains fuse can cause a loss of ac power to the ventilator and shut down if it were to occur during use. If the ventilator were equipped with a backup battery, the ventilator will switch to backup battery and alarm and will continue ventilation. The biomedical engineer was replacing the power supply to complete the repair.